Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
Technical service was contacted following a remote patient alert indicating non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive any inappropriate therapy during the oversensing episodes. Technical support recommended reprogramming to resolve the issue. No further intervention will be performed at this time. The patient will be monitored.